Event description:
Customer reports a 9.5ml/hr infusor containing ketobemidon 20mg/ml and haloperidol 5mg/ml in saline to a total volume of 65ml overinfused over 3 days instead of an anticipated 5 days. Customer reports the pt became, "more confused and tired than normal on the third day, and also felt sick a couple of times." No medical intervention was reported.